Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was an impedance issue and high impedance (greater than 19,000) with the implantable neurostimulator 97715 intellis adaptivestim pain, which led to premature and intermittent total depletion of the device. The issue was identified on a contact in use during programming, and it was suspected that the impedance issue could be contributing to the premature depletion. The patient described experiencing intermittent total depletion, having previously charged the device once a week without issue, but now finding it fully depleted at different times during the week. Troubleshooting was performed, including running an impedance check. The issue was resolved by programming around the problematic contact. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.